Manufacturer narrative:
The serial number for the device has been provided. A review of the DHR is currently being performed. The device has not been returned to the MFR for evaluation. The investigation is currently underway.

Event description:
It was reported that during a biopsy, the device sometimes misfires. It is unk how the procedure was completed. There was no reported of pt injury.